Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration\extending into the myometrium of the uterine fundus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered embedded device to be related to essure. The reporter commented: essure insertion details: tubal ostia visualized bilaterally micro insert place left cornua and right cornua number of proximal coils 5 on left and 5 on right patient tolerated procedure well. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "device dislocation, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Event "pelvic pain" was added. Patient date if birth was updated. This case is medically confirmed. Reporters were added. Event migration updated to embedded device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.